Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was about 500 mg/dl. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.